Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who is implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient fell and raked her back down the back of a table potentially damaging her stimulator in (B)(6) of 2019. The patient stated that she does not feel like it is working and not getting any relief. Now they want to send the patient for an MRI. Patient came into the facility to get scanned for x-rays on (B)(6) 2019. The radiologist reviewed the x-rays and stated that the leads look intact. The patient believes that the fall is related to her pain returning. The patient did not feel like the stimulator was working because her pain is back. The health care provider was not sure if the pain that the patient mentioned was new pain or existing pain that her implantable neurostimulator was indicated for. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient experienced a fall on (B)(6) 2019 that may have led to their issues with their ins. After the patient met with the physician it was determined that their ins had shifted slightly. No actions have been taken to resolve this. No further information was reported.